Event description:
Since (B)(6) 2020, I have had to call abbott pharmaceuticals about defective libre sensors. This month ((B)(6) 2021), I have had to get 6 replacements due to faulty/defective adhesive. I am annoyed because of it and I am not getting the full effect of the device. FDA safety report ID # (B)(4).